Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019. The service support confirmed the alarm light emitting diode (led) failure error occurred while performing maintenance. The service support the replaced the power switch overlay to resolved the reported problem. Performed preventive maintenance and no other abnormalities were confirmed. Unit was checked overall and passed the functional and run in tests.

Event description:
The customer reported an alarm light emitting diode (led) failure error occurred during functional test. There was no patient involvement.